Manufacturer narrative:
All available information indicates that the leads remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non-bsc device associated with this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3,000 ohms. The non-bsc device reported several noise reversions. The patient implanted with this system was brought into the clinic for further evaluation. The noise was reproducible. The noise intermittently showed ventricular pacing without capture. The non-bsc sales representative suspected that the lead pin had intermittent contact within the rv port of the device. The representative was to discuss next steps with the patient's physician. To date, no adverse patient effects were reported with this clinical observation.